Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: new aware date should be (6 aug 2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured based on the results of the investigation, it is likely that there was an abnormality or damage at the image sensor unit, printed circuit board in the connector, and electrical contacts, which may have led to the suggested event. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable by handling device in accordance with the following IFU. IFU ltf-190-10-3d operation manual chapter 3 preparation and inspection:3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the deflectable videoscope exhibited damage to the ccd unit. Which, resulted in a scope communication error (b30). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.